Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump stopped all insulin delivery. It was indicated that the customer would use manual injections as alternate insulin therapy. Reportedly, the issue did not impact the customer's blood glucose (bg) level. However, the customer's bg level was reported to be slightly elevated while using manual injections.